Manufacturer narrative:
D6; device returned with no identification. Results of evaluation: conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. It was verified that the staples were protruding upon receipt of the instruments. The staples were reinstated back into the staple housing and the instruments were tested for protruding staples with none noted. However, it has been observed that the condition of protruding staples can be created if the adjusting knob is dialed open too far or beyond the point where the adjusting knob provides resistance once the orange tying area is visible. As stated in the packaging insert, the instrument should be opened only until the orange tying area is clearly visible above the staple housing. Mfg and engineering have been notified of the reported incident.

Event description:
Using a low anterior resection after the surgeon joined the anvil to the cartridge and dialed down, the anvil popped off. The third time it popped off the surgeon removed the cdh transanally and noticed some staples were protruding from the satple housing. A second cdh was opened and the same thing happened. The third cdh worked fine. The rep and surgeon felt the anvil dislodged from the cartridge because he was working in a very light space and hitting against the side of the pelvis when dialing down. There was no consequence to the pt.